Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer felt "nauseous" and had a seizure and loss of consciousness. The customer self-presented at the hospital, where glucose(type/dose unknown) was provided when a reading of 49 mg/ dl was obtained. It was reported that insulin(type/dose unknown) was also administered because they were given too much glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 31 aug 2021. Medical event date of this issue was 24 jul 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Manufacturer narrative:
Sensor kit expiration date is 31-aug-2021. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer felt "nauseous" and had a seizure and loss of consciousness. The customer self-presented at the hospital, where glucose (type/dose unknown) was provided when a reading of 49 mg/ dl was obtained. It was reported that insulin (type/dose unknown) was also administered because they were given too much glucose. There was no report of death or permanent impairment associated with this event.